Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became unresponsive. The customer's blood glucose level was not impacted. It was confirmed that the customer had a backup method of insulin delivery available.